Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6), a 49-year-old man underwent placement of an impella 5.5 device for acute decompensated heart failure. On (B)(6), while the patient was in the intensive care unit, a registered nurse replaced the purge cassette. Upon insertion of the new purge cassette, a ¿defective purge cassette¿ alarm was displayed on the automated impella controller. The clinical team elected to obtain and insert another new purge cassette. The automated impella controller accepted the replacement purge cassette, and the system functioned as intended. No patient injury or adverse clinical effects were reported. The local clinical team was notified of the event on december 1, 2025, and the defective purge cassette was provided to the facility. The patient subsequently underwent heart transplantation on (B)(6) 2026.